Event description:
Event description guidant received information that the chronic right and left ventricular leads exhibited high impedances during a device upgrade procedure. Measurements were within normal ranges prior to the new device. When the physician decided to implant a different cardiac resynchronization therapy device (crt-d), he had difficulty removing the leads from the header due to a stuck setscrew. All leads were left implanted. When impedances were rechecked approximately one month later, impedances had increased on the rate/sense lead. The atrial lead and left ventricle lead, which are competitor's products, also exhibited high impedances. Currently this patient is hospitalized with severe heart disease. He has had numerous episodes of ventricular tachycardia which have been converted after two to three shocks.